Event description:
"The threads on the inserter broke off in the stem during insertion. The femur fractured while the doctor was trying to get the threads out of the component. A side plate was needed to fix the fractured femur."